Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling, but prior to insertion of the intraocular lens (iol), as loading, the lens may have gotten scratched or it was already scratched. No patient injury reported. Despite follow up attempts no additional information was provided.

Manufacturer narrative:
Product evaluation: the intraocular lens was returned to the manufacturing site for investigation. A visual inspection using a microscope at 12x magnification showed the lens is identified as tecnis multifocal acrylic 1-piece intraocular lens. The lens was contaminated, dust particles were present. This is expected as the lens was transported and handled. The lens was cleaned and inspected again using 12x magnification. The lens is damaged. On the posterior side, a large scratch is seen across the optic. The complaint can be confirmed. Manufacturing record review: a review of the manufacturing records for the tecnis intraocular lens was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. During the manufacturing record review of this serial number, no non-conformances were identified. The documentation showed that the production order was manufactured according to specifications. The complaint related test is the cosmetic inspection performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. A search on complaints related to the production order revealed that no other complaints for this order number were received to date. The lens met specification prior to release. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Additionally, the dfu for the cartridge warns that use of the recommended, validated and approved implantation systems only must be used with the lenses. If the iol is not properly placed in the cartridge, the iol may be damaged. Visual inspection of the returned product shows the lens is damaged. The type and severity of the damage does not suggest the scratch was introduced during manufacturing concluding that the damage was most likely related to handling of the lens. All pertinent information available to abbott medical optics has been submitted.